Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for n on-malignant pain. It was reported that there were open and short impedances. The rep noted that the patient¿s implantable neurostimulator (ins) was replaced but there were still impedance issues at 1.2ma: electrode seven was greater that 40k ohms, electrode 6 was 18 ,430 ohms and electrode four was 30 ohms. The doctor suspected that the new implantable neurostimulator (ins) was the issue instead of the lead/extension because the inter-op impedances were good but then the patient was getting the out of regulation (oor) message. In conclusion, the rep planned to discuss the issues with the doctor. There were no further complications reported or anticipated.